Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was not voiding very much. A second call from the consumer indicated that the patient was experiencing soreness from the procedure and frequent voiding the night prior to the call. The caller indicated that the patient also had no urgency, but soaked through their diaper. The patient was assisted with changing from program 2 to program 3. A third call from the consumer indicated that the patient was having the device taken out because "it's not working right." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.